Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A healthcare provider reported on behalf of a customer who received high sensor scans of 251 mg/dl and 265 mg/dl when compared to an adc meter results of 97 mg/dl and 78 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. Based on the sensor results, the customer¿s father administered 5 iu of novorapid at 8 am on (B)(6) 2022 and at 12 pm, an additional 4 iu of novorapid was administered. The customer became hypoglycemic and corrective treatment of sugar was provided. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. A healthcare provider reported on behalf of a customer who received high sensor scans of 251 mg/dl and 265 mg/dl when compared to an adc meter results of 97 mg/dl and 78 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. Based on the sensor results, the customer¿s father administered 5 iu of novorapid at 8 am on (B)(6) 2022 and at 12 pm, an additional 4 iu of novorapid was administered. The customer became hypoglycemic and corrective treatment of sugar was provided. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.